Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Updated: b4, b5, d9, g3, g6, h1, h2, h3, and h10. Visual examination of the returned device found it to exhibit signs of repeated use and is fractured into two pieces. There is no change to root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional articular surface fractured during surgery. The doctor impacted it with a mallet and the trial fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Visual examination of the provided picture confirms the trial fractured in half. The device was not returned for further evaluation. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. As stated in IFU 87-6203-999-22 rev c. Page 3: "do not subject instruments to high loads and/or impact as breakage can occur". The root cause of the reported event is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.